Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse manually emptied the tank using the bleed off screws and then replaced the fill assembly. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
During a routine preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) performed by gettinge field service engineer (fse) the low pressure helium tank was unable to be emptied during the helium calibration. The tank would only bleed down to 100 psi. There was no patient involvement and no adverse event was reported.